Event description:
Customer alleged walker leg bent. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Device is to be returned to invacare for an evaluation. No injury or medical intervention.